Event description:
Provider states that when he came to the customers house the joystick would not turn on. Provider states he unplugged the joystick cables and plugged them back in and the joystick turned on. Provider states now he cannot get the joystick to turn off. Provider states the chair is running fine the only issue is that it wont turn off. No additional information provided.

Manufacturer narrative:
.